Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 580 mg/dl. Customer also reported that insulin pump was died without giving any alarm and insulin pump also received power loss and replaced battery alarm. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.